Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 20 mg/ml .999 mg via an implantable pump. It was reported that the patient reported withdrawal symptoms. A dye study was performed, and the physician was unable to aspirate. The physician took the patient back for surgery and was unable to aspirate through the cap chamber, he cut the catheter at the pump segment site and was unable to aspirate, including using a valsalva maneuver. He then went to the spine segment and cut the catheter where it exited the intrathecal space and got no drip, so he tied it off and replaced it with a brand new 8780 catheter. There was plenty of cerebrospinal fluid (csf) flow with the new catheter. He also was able to aspirate completely once he connected the new catheter back to the pump.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving morphine 20 mg/ml .999 mg via an implantable pump. It was reported that the patient reported withdrawal symptoms. A dye study was performed, and the physician was unable to aspirate. The physician took the patient back for surgery and was unable to aspirate through the cap chamber, he cut the catheter at the pump segment site and was unable to aspirate, including using a valsalva maneuver. He then went to the spine segment and cut the catheter where it exited the intrathecal space and got no drip, so he tied it off and replaced it with a brand new 8780 catheter. There were no known environmental/external/patient factors that may have led or contributed to the issue.there was plenty of cerebrospinal fluid (csf) flow with the new catheter. He also was able to aspirate completely once he connected the new catheter back to the pump.the issue was resolved atthe time of the event. The healthcare provider (hcp) has no further information for medtronic.